Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the stimulator was deeper than it used to be. It was noted the orientation was off and the caller thought this was because it was oriented soon after postop before the battery was scarred in enough. Follow up reported the device was reoriented. It was noted the battery had moved a little since surgery and it was tilted. After the patient was reoriented the patient was getting good stimulation.